Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm during basal on the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer had a motor error when processing a no delivery alarm. The troubleshooting was performed. The customer was advised that the insulin will need to be replaced. The patient was advised to discontinue used of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. The functional testing could not be completed due to the prime anomaly. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked reservoir tube lip and a cracked display window.